Manufacturer narrative:
Retention product was tested and the presence of the c antigen was confirmed on capture-r ready screen I & ii, lot x330. Controls performed as expected and all reagent red blood cells tested exhibited the expected reactivity. One unopened pouch of capture-r ready screen I and ii, lot x330, and patient's sample was returned by the customer for evaluation. An antibody screen was performed on the galileo with the returned product and sample. Negative results were obtained with cell I (a (B)(6) c antigen cell) and equivocal results obtained with cell ii (a (B)(6) c antigen cell) which exhibited a slight adherence. Sample was repeated on the galileo and reported (B)(6) for cell I and (B)(6) for cell ii. The investigation did not identify a product deficiency. The customers results could not be reproduced or confirmed. The product is performing as expected.

Event description:
Customer reported unexpected negative results on the galileo instrument with a patient sample that previously tested (B)(6) on both the galileo and echo instruments.